Event description:
On (B)(6): customer reports during a cystoscope with stent placement on a female pt, the urology system froze up. The customer cannot recall how the procedure was completed. The facility has a portable c-arm to use as back-up. No pt injuries involved.

Manufacturer narrative:
Pending investigation. Upon receipt of investigation, a medwatch 3500a supplemental report will be submitted.